Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 2.498 mg/ml via an implanted pump. It was reported the pump was flipped the pocket. A pocket revision was performed and the pump was repositioned and sutured down on the date of this report. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.